Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-56, lot# v433229, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# v426080, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# v426080, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). No direct allegations against the leads but complaint of discomfort from the leads, which led to explant of the leads and ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and chronic low back pain. It was reported that the patient's ins never worked sufficiently to relieve the patient's target chronic pain. Multiple reprogramming attempts had been made to try and capture the pain but none of them were successful. It was also noted the patient had discomfort from their implanted components. They had a lead going up the spine and three lateral leads going across the back. There was a "nodule" of wires in the patient's lower back. Additionally, the ins was implanted in their abdomen, which always bothered the patient because it was near their belt line. Discomfort came from clothes pressing on the implanted components. As a result of the lack of pain relief and the discomfort, the patient had the system explanted on (B)(6) 2014. The patient had passed away on (B)(6) 2018, and the death was noted to not be related to the patient's device/therapy, however the cause of death has not yet been obtained. No further complications were reported or anticipated.